Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The following investigation is based on picture of accuview (graph and not an original data file (bravo procedure graph) therefore the data values are not available for investigation details), DHR review, product risk assessment and product IFU. 2. A review of the capsule bravo delivery system device history record for bravo capsule batch number 31838q indicating that the product was released meeting finished product specifications. 3. As no serial number was provided for bravo recorder, device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. 4. Since the data attached to the complaint is by picture and not graph we cannot know the exact values of the ph 5. According the picture of accuview graph and report: 1. Total time of the study is 47:03 hours, full study. According bravo ph capsule with delivery system product specification doc ¿ (B)(4) study duration section 5.13: ¿the device must be able to transmit through a body (or body phantom) without more than 40% loss of transmission signal (non-interference). The transmission distance shall be 1 meter or better within fcc and EU guidelines. ¿ this might indicate on short study which cannot be confirm since we don¿t have information regarding the customer intended use of the procedure time period selected. According to IFU (B)(4) technical data section the procedure can be 24/48/96 hours. . 5.2. At the beginning of the study the ph value is normal. At 09:36:34 the patient pressed on ¿meal symptom¿ at this time the ph dropped to low ph for a period of time. (See page 3 appendix a note#1) 5.3. After the ph value dropped there is raise to high reading above 8ph value until end of the study. 5.4. Following sections 5.2 and 5.3 the picture of the graph show that the ph dropped for a while that indicate when the capsule detached to the stomach and then the ph raise to high reading when the capsule in the small bowel, (since the graph is as a picture we cannot know the exact values for the ph). (See page 4 appendix b note#2 and appendix c note#3). 5.5. Based on section 5.2-5.4 we can confirm that the capsule detached earlier.

Event description:
According to the reporter, the customer called in and reported a bravo capsule detached from the patient's esophagus prior to the end of the procedure. The data shows capsule dropped off within 12 hours of recording. There was no harm to the patient but a repeat procedure was necessary.